Manufacturer narrative:
The respironics service technician confirmed the reported problem. The service technician replaced the analog board. The ventilator passed to operating specifications.

Event description:
The customer reported that the ventilator went vent inop while in use and alarmed. Customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient.